Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Adhesive residue was observed extending from the extension tubing to the 10cm depth marking. A partially circumferential split was observed between the 10cm and 11cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed inward curving edges. Material buckling and discoloration was evident in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form crack(s) in the catheter. The adhesive residue suggested that the kinking occurred near the insertion site. A lot history review (lhr) of reas1061 showed two other similar product complaint(s) from this lot number.

Event description:
Facility reported that saline leaked at the exit site of a PICC line. The facility was unsure if the leak was internal or external to the patient. There was 51 cm in total length of the PICC with 42 cm within the patient and 9 cm left out. PICC was placed on (B)(6) 2016 for esophagus cancer treatment. The catheter was secured with securacath. No patient injury reported.